Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels an hour after changing pump supplies; however, the customer could only provide the specific value of 225 (mg/dl) on (B)(6) 2016. Reportedly, the customer believes their elevated bg levels may be due to air in the tubing. Customer administered a correction bolus to treat their bg levels. Additionally, the customer reported that they use novolog in the pump cartridges for 4 days. Customer was reminded that novolog is indicated for use up to 72 hours, and recommendation was made to consult with their health care provider to discuss diabetes management.